Event description:
It was reported that during a laparoscopy with bilateral oophorectomy procedure, the device was utilized to transect and ligate the right utero-ovarian ligament, and the right infundibulopelvic ligament, after which the surgeon confirmed hemostasis. The patient underwent a reoperation due to bleeding.